Manufacturer narrative:
(B)(4): method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation, however, it is possible that the effects of endocarditis on the tissue contributed to the paravalvular leaks.

Event description:
Medtronic received information that within 30 days following implant of these aortic and mitral mechanical valves (exact date of implant unknown), the patient died during a valve re-operation. There was no evidence of paravalvular leak with either valve during or immediately following implant, however, shortly after implant (exact date unknown), echocardiography findings revealed that both valves had paravalvular leaks. The valves were successfully repaired but the patient did not come off cardiopulmonary bypass and died. The valves were initially implanted due to endocarditis. The valves were not explanted.